Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was turning off for approximately 2 days and did not turn on when plugged into a power source. During troubleshooting with tandem technical support the pump turned back on. Customer stated a new cartridge will be loaded to resume insulin delivery. Customer had elevated blood glucose levels (308 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.